Manufacturer narrative:
The customer reported complaint of 'ua45 (not at "home" position after power-on/restart) error code cannot be clear from the autopulse platform due to stiff shaft' was confirmed during visual inspection, functional testing and archive data review. The most probable root cause was due to a damage encoder gearbox. During visual inspection, the autopulse platform driveshaft was stiff/locked; thus confirming the customer reported complaint. The encoder gearbox was replaced to correct this issue. Unrelated to the customer reported event, the autopulse platform cover was damage, the platform cover was replaced to correct the issue. During functional test, the autopulse platform system passed the initial functional test without any fault or error. Per review of the archive data, user advisory (ua) 45 error messages was noted multiple time, confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data review showed occurrence of ua18 (max take-up revolution exceeded) on the reported complaint date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that ua45 (not at "home" position after power-on/restart) error code cannot be clear from the autopulse platform due to stiff shaft. No consequences or impact to patient. No additional information was provided.